Event description:
It was reported via a customer survey that a patient had bad experiences at their clinic, where their fistula was destroyed. Bacteria was also found in the patient's dialysis port. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).